Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft clot could not be confirmed as no images were provided for review and the device was not returned for evaluation. A direct correlation between the suspected clot and the low flow alarms confirmed through the submitted log files could not be conclusively determined. Additionally, a direct correlation between the device and the reported events (epistaxis, multi organ failure, aortic and mitral regurgitation, patient outcome) could not be conclusively established through this evaluation. The submitted log files captured several low flow events on 17may2023 and 18may2023. No other notable events were captured, and the pump appeared to have operated as intended throughout the duration of the file. The device was not returned for evaluation. The relevant sections of the device history records for vad-54525 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events including device thrombosis, bleeding, various types of organ failure and dysfunction (right heart, renal, hepatic, respiratory failure), and death, which may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 1 states that device flow and power generally retain a linear relationship at a given speed, and further explains that an occlusion of the flow path can result in a decrease in flow with a corresponding decrease in power. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Under "pump performance monitoring," this section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started having low flow alarms and light headedness. The patient was immediately to brought to the emergency room (ER) and had continuous low flow alarms with 2.4 lpm (their usual flow is 4.5-5 lpm). There were no visual signs of system controller damage or driveline pull or damage. The patient was dry and had 1.3 liters of fluid with flows still remaining 2.4 lpm. The log files noted a significant reduction in the recorded estimated flow value around 14:16 and multiple low flow hazards with flow less than 2.5 lpms. Additional log files were sent on 18may2023 as the nurses noted they thought they had saw a pump stop but that there was nothing in the alarm history that supports a pump stop. The patient was still having low flows around 2.4-2.6 lpm with constant alarms. The log files noted low flow hazards with estimated flow values of 2.5 lpm. The patient's baseline pump parameters were: fixed speed 9,200 rpm, low speed limit 9,000 rpm, flow 4.3 l/min, pulse index 4.0, and pump power 5.1. The patient was in the intensive care unit in critical cardiogenic shock and was unresponsive on mechanical ventilation. They were supported chemically with dobutamine at 15 mcg/kg/min, dopamine at 20 mcg/kg/min, epinephrine 15 mcg/min, norepinephrine at 50 mcg/min, and vasopressin 0.04 units/min. The patient was unresponsive with cold clammy skin and was in acute renal failure. The patient also had acute hypotension, hepatic congestion and respiratory failure. A dialysis catheter was placed in the patient's femoral vein for emergent hemodialysis. A bedside echocardiogram revealed moderate right ventricular (rv) dysfunction, sever aortic insufficiency, severe mitral regurgitation, and severely dilated left ventricle (lv). Flow was less than 2.5 l/min, pulsatility index was 2.2, and pump power was 4.0 watts. It was attempted to decompress the lv by ramping up the speed of the pump to as high as 11,000 rpm, which resolved the low flow alarms, but there was no measurable change in left ventricular end diastolic diameter (lvedd). There was noted pulsatility in the patient's arterial line waveform at 11,000 rpm. This observation, along with inability to decompress the left ventricle led to suspicion that the outflow graft was occluded with a clot in the setting of subtherapeutic anticoagulation; the patient was not on anticoagulation secondary to epistaxis. The patient was too unstable to transport for additional imaging. It was planned to administer tissue plasminogen activator (tpa), but the patient developed disseminated intravascular coagulation (dic), so it was decided against thrombolytics. On (B)(6)2023, the family decided to terminally extubate at 11:55 am and the patient quickly passed away at 12:15 pm. The device operated as expected.